Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had been lost to follow-up. Device interrogation revealed the device had declared end of life (eol) approximately two years ago and was found to be in storage mode. A replacement procedure was planned for a later date. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating that at the time of the interrogation, the patient had a heart rate of 32 beats per minute (bpm) and was tired. The replacement procedure was scheduled, however, another manufacturer's device was planned for replacement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.